Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had experienced quite a bit of burning. Patient stated they have been very careful about stooping and getting in and out of a car because it burns. Patient has been using ice packs and using the medication that they were provided as needed twice a day for 7 days. The patient added they haven't used the device because it was too complicated to figure out. The patient was redirected to their healthcare provider (hcp) to further address the issue. They're scheduled to follow-up with healthcare provider (hcp) on june 24th. Additional information was received from the patient. The patient stated that they were feeling better about the burning sensation and they have a follow up appointment in a couple weeks, they were waiting until them to remove the bandages.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.